Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08720 inches. No excessive no delivery alarms noted. The drive support was inspected and no anomaly was noted. Device received with partially broken off piece at the reservoir tube lip. The p-cap / reservoir locked properly. Device received with cracked case at the reservoir tube window corners, reservoir tube window and battery tube threads. Device received with missing end cap sticker and stained back address / serial number label. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 530 mg/dl. The customer's current blood glucose was 432 mg/dl. The customer¿s other blood glucose level was 200 to 300 mg/dl. The customer did experience nausea like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. The customer was treated with the insulin pump. The insulin pump will be returned and reservoir will not be returned for analysis.